Event description:
During removal from the package, the outer box indicated a 4x15mm raptor balloon, but the inner package was a 4.5x15mm raptor balloon. The cordis sales rep indicated that outer box was not compromise. The products are being returned for evaluation.

Manufacturer narrative:
The product was received for analysis, but the assessment has not been completed.